Event description:
Nurse was setting up and priming set; observed that tubing was not connected correctly to cassette. Examination revealed that small rigid plastic connection port was broken. Nurse requested another set which was connected properly and which primed properly. Case proceeded.slight delay in set-up time resulted. No adverse event.note that this event happened twice on the same day - i.e. For two separate iol cases.or reports that this is a low frequency but recurring event. They estimate that this is happening about 6 times per 1000 iol cases. Unable to determine if this is a defect in manufacturing or if this suggests a need for better inservice of staff.digital photographs of defective device have been sent to medsun.